Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent button response due to flattened(creased) buttons dome switch. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 167 mg/dl. The customer stated that she was sleeping could have laid on the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.